Manufacturer narrative:
Due to character limit in e1 event site name is (B)(6). Updated fields - b4, g3, g6, h2, h6 (type of investigation, investigation findings, component code, investigation conclusions), h11 product was not returned so an exact cause of the issue could not be identified. However, based on our investigation, a catheter restriction can occur due to one or more of the following probable causes alarm, catheter restriction: indicates that the intra-aortic balloon (iab) catheter or its associated tubing is restricted, preventing normal balloon inflation and deflation. When this alarm occurs, the cardiosave system automatically enters standby with the balloon deflated to prevent unsafe pumping until the restriction is resolved. Causes for a catheter restriction, alarm: 1 there is a restriction in the iab catheter or tubing. 2 the iab membrane is not completely unfolded. 3 the iab remains in the sheath immediately after insertion. 4 off label use iabp system response to the catheter restriction alarm: standby or iab deflated.

Event description:
N/a.

Manufacturer narrative:
(B)(6). Upon completion of the investigation into this event a follow up report will be submitted.

Event description:
The customer reported that the baloon catheter (iab) had catheter restriction. Patient was involved, but no harm reported.